Manufacturer narrative:
A ge service representative performed an on site investigation. The left crt monitor was evaluated and identified as requiring replacement. The system was tested and found to be working as intended and returned to service. The customer declined to have the service representative repair the device. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.